Event description:
In 2006, a clinical incident involving a super turbovac arthrowand was reported to arthrocare corp. During a rotator cuff repair procedure, the tip of the wand was reported to have detached in the pt's shoulder. The physician undertook an open procedure to remove the fragment. No pt injury was reported.

Manufacturer narrative:
The date of the event was reported as 2006. The date prvoided at an approximate date of event. It is unknown if the device was reprocessed. The device was not returned to MFR for eval. No conclusion can be made.